Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions are a known inherent risk of surgery and are listed in the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax, reference number (B)(4), lot number huxb1036 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery for lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions are a known inherent risk of surgery and are listed in the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per the medical record review, about few years post implant of 3dmax mesh, patient was diagnosed with bowel perforation, hernia recurrence, bowel obstruction, adhesions and abdominal pain thereby underwent repair. Review of manufacturing records confirms product was manufactured to specification. Hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax, reference number (B)(4), lot number huxb1036 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery for lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information: (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, "the fascia was opened and a mesh plug was identified in place within the internal ring. The direct hernia sac was identified and reduced into the preperitoneal space. An indirect hernia sac was identified attached to the mesh plug itself and this was dissected bluntly off the mesh patch. A 3dmax mesh was placed into the preperitoneal space to cover the entire direct and indirect hernias and secured to the muscle. (Note: there was an unidentified mesh plug implanted in previous repair) (B)(6) 2014 - patient underwent cholecystectomy with the removal of gallbladder. (B)(6) 2015 - patient was diagnosed with adhesive small bowel obstruction thereby underwent laparoscopic repair with lysis of adhesions. Per operative notes, "right lower quadrant was examined as multiple small bowel loops were plastered against polypropylene mesh covering the entire right myopectineal orifice. In addition, there was an internal hernia behind a peritoneal fold near the midline, with dilated small bowel loops trapped behind and complete small bowel enterolysis was then performed by sharp dissection, releasing all the interloop adhesions. The area of the exposed mesh was then covered with a piece of adhesion barrier, which was secured and tacked." (B)(6) 2019 - patient was diagnosed with partial bowel obstruction, internal hernia and abdominal pain thereby underwent repair with lysis of adhesions. Per operative notes, "inspection of the right lower quadrant revealed adhesions between small intestine and end abdominal wall and these were lysed except for the sections of small bowel which were densely adherent to the previously placed mesh. Revealed evidence of an unrepaired direct inguinal hernia. Inspection of the intestine adherent to the mesh revealed that there had been a slight torsion in the intestine prior to adhering to the mesh. Small bowel and internal hernia defect were closed and sutured." Attorney alleges that the patient had adhesions, bowel obstruction, pain and emotional injuries.